Event description:
Information was received indicating that this ambulatory infusion pump had exhibited an alarm and a blank screen. It was also noted that the pump was hot to the touch. The battery was not low, however it was removed and put back in the pump. The pump then resumed normal function until later that night when the same thing recurred. The pump was switched out. No adverse patient effects were reported.